Event description:
A customer reported receiving erratic readings on their blood glucose meter within 10 minutes. Results of 51 mg/dl, 311 mg/dl and 42 mg/dl were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.